Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an arthroscopic surgery on articular cartilage and meniscus, meniscus refixation, the anchor system did not hold and pulled out, anchor broke during use. Broken piece was retrieved from patient. No harm for the patient, operator or third party was reported. Update 28-feb-2019: the surgeon needed to make an outside-in suture additionally. A new device of the same part number was used to complete the surgery.